Manufacturer narrative:
The device was returned for analysis. Evaluation found that the handpiece motor was not running when received. The pre-repair te mperature testing could not be performed since the device was not running. The device was not repaired, it was scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported the device had excessive heat. There was no patient impact.